Manufacturer narrative:
The reported incident that locking screw, t10, 3.5x12mm was alleged of issue s-11 (breakage during surgery) could be confirmed based upon the product received for evaluation. Based on investigation, the root cause may be attributed to a user related issue. The failure may be caused due to inappropriate usage. It may be caused by application of excessive pressure during tightening which may have lead to this issue. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: inspection was done and it was found that a coil - like metal fragment was present apart from the screw. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: 'ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! The cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2015, the surgeon used variax fibula for the patient. The surgeon inserted the screw to the plate screw hole. When the surgeon inserted screw, a coil-like metal fragment was seen. Therefore the surgeon removed the screw and metal fragment. The surgeon changed the screw to another size screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, the surgeon used variax fibula for the patient. The surgeon inserted the screw to the plate screw hole. When the surgeon inserted screw, a coil-like metal fragment was seen. Therefore the surgeon removed the screw and metal fragment. The surgeon changed the screw to another size screw.